Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that a wallflex biliary rx fully covered stent was used to treat a biliary stricture in the bile duct during an endoscopic retrograde biliary drainage (erbd) procedure on (B)(6) 2024. The patient's anatomy was tortuous and was dilated prior to stent placement. During the procedure, the stent was fully deployed; however, it did not expand. The stent was subsequently removed using forceps and the procedure was completed with another of the same device. There were no patient complications as a result of this event. The patient's condition following the procedure was reported to be stable.